Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. It was reported the patient's blood glucose abruptly increased from 5.0 mmol/l to 17.0 mmol/l. The time-frame between these results was not provided. The patient experienced elevated blood glucose levels of nausea and vomiting. The patient was taken to the hospital. At the hospital the patient was diagnosed with ketoacidosis. At the hospital, the customer was treated for high blood glucose, but the type of treatment given was unknown. The results from the hospital meter were also unknown. It is unknown how long the patient was hospitalized. The infusion device cannot be returned for legal and customs issues.